Event description:
The customer reported the screen on the device is blank, and the lcd lights are not lit.

Manufacturer narrative:
(B)(4). The customer reported the screen on the device is blank, and the lcd lights are not lit. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.